Manufacturer narrative:
Additional information was received on february 10, 2021. The explant has been rescheduled for (B)(6), 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/chest injury. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with 325cc mentor memorygel breast implants experienced bilateral rupture post procedure. It was believed the ruptures could have been caused by the patient falling off a bannister. As a result, an explant was performed on (B)(6) 2021. See 1645337-2021-01348 for contralateral prosthesis report.